Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's app stopped working and prompted to restart. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.